Event description:
It as reported that at 6.49 minutes 25,799 joules while using the surgical fiber during a prostate procedure, the fiber tip ruptured/detached. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient complications and no injury reported.

Manufacturer narrative:
A review of the device history record for the reported greenlight fiber confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned fiber revealed that the glass cap exhibits severe devitrification. Cap wear is a known inherit risk of the device. In addition, the fiber is observed to be broken and detached at 13.75 inches from control knob, between the distal tip and control knob. The heat shrink tubing open end exhibits signs of melting. The distal part of the fiber/cap was returned. The fiber was tested with hene laser fixture, aim beam is present at location of the break. Based on analysis results a probable cause of unintended use error caused or contributed to event was assigned to this investigation. It is probable that excessive bending occurred during the procedure contributing to the observed and confirmed break.

Event description:
It as reported that at 6.49 minutes 25,799 joules while using the surgical fiber during a prostate procedure, the fiber tip ruptured/detached. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient complications and no injury reported.